Event description:
During preventative maintenance of the device, the user reported that the water was flowing through the ice tank during heat mode. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Device not returned.